Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The catheter revision was confirmed to have been performed on (B)(6) 2019, and the issue seemed to be resolved. The spinal catheter part was replaced and connected to the pump catheter part. There was good backflow of csf (cerebrospinal fluid), indicating consistent flow through the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was seen for the follow-up on (B)(6) 2019. A catheter observation via x-ray was per formed. Since the codman pump catheter was visible through x-ray, no contrast medium via sideport was needed. A cut into two pieces of the catheter was observed. A catheter revision was planned for (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (40 mg/ml at 20 mg/day) via an implantable pump for an unknown indication for use. It was reported volume discrepancy occurred. The event date was (B)(6) 2019. During a regular pump refill, the actual state versus the expected state of the drug volume showed a discrepancy; the actual was 37 ml and the expected was 4.6 ml. MRI of the catheter was performed, but nothing abnormal was detected. The daily dosage was reduced from 20 mg/day to 5 mg/day on (B)(6) 2019. Another refill was performed on (B)(6) 2019, where the actual volume was 39 ml and the expected volume was 39.2 ml. The daily dosage was reduced again from 5 mg/day to 2.5 mg/day. The representative was not aware of any contributing factors. Surgical intervention did not occur nor was planned. It was unknown if the issue was resolved. The patient status was alive - no injury. There were no reported symptoms. Further complications were not reported. Additional information was received. The patient did not report any symptoms related to the volume discrepancy. No additional troubleshooting was performed. Another follow-up with the patient was planned on (B)(6) 2019 as a check-up to see how they were doing. Next steps or actions would be defined at the follow-up, but as the patient did not have any symptoms, no interventional action had been taken so far.